Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified proximal right coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured due to calcification. The device was simply pulled out, and the procedure was completed with another of the same device. The patient was stable post-procedure.